Manufacturer narrative:
H6: updated results code 2 for sterilization evaluation. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated health effect- clinical code. H6: updated investigation findings. H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact. Previous patient codes (1994, 1930, 1695 and 3191: appropriate term/code not available for ¿debridement¿) were reported based on the original complaint and are no longer applicable per gore¿s investigation. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. This event will be closed as no problem detected. Medical records: the known medical records span (B)(6) 2007 through (B)(6) 2017, and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial devices. Records from (B)(6) 2007 through (B)(6) 2014 were not provided. Patient information: medical history: obesity. On (B)(6) 2015: 293lbs; bmi 40.3. On (B)(6) 2015: 292.5lbs; bmi 39.67. Prior surgical procedures: implant #1 preoperative complaints: on (B)(6) 2007: [the patient] ¿has an enlarging symptomatic umbilical hernia.¿ implant #1 procedure: repair of symptomatic umbilical hernia using ¿gore-tex dual mesh¿. Implant: gore® dualmesh® plus biomaterial (04621079/1dlmcp03) 10cm x 15cm, oval. Implant #1 date: (B)(6) 2007. Description of hernia being treated: ¿he had a fairly large umbilical hernia. I was able to place a penrose drain around the umbilical hernia and dissect the umbilicus off of this. At that point I dissected down the hernia sac to the fascia circumferentially. The hernia defect was large enough that I felt primary repair would be under too much tension.¿ implant size and fixation: ¿therefore I cleaned this off and cut a piece of gore-tex dual mesh to the appropriate size and configuration. Using 0 prolene sutures I circumferentially anchored this underneath the fascia. I was careful to watch each of my sutures so that no bowel which appeared to be well out of the way would be caught with the stitch. Each of these were circumferentially place and then tied down. At that point I closed the superficial layer over top of the mesh using 0 prolene sutures just to cover the gore-tex itself.¿ no post-operative records were provided. Relevant medical information: on (B)(6) 2014: [the patient] ¿came into my office complaining of left lower quadrant abdominal pain. He thought he had a hernia recurrent on the left side. He actually was found to have a hernia on the right.¿ on (B)(6) 2014: right inguinal hernia repair with mesh. ¿an incision was made in the natural skin crease of the right inguinal region after confirming the site. It was dissected down to the subcutaneous fat and through scarpa's fascia down to the external oblique. The external oblique was opened using a scalpel in the direction of the fibers taking care to preserve the ilioinguinal nerve. Below the external oblique the internal oblique was found to be completely obliterated as well as the transversalis fascia. I opened the flap superiorly and inferiorly and he was noted to have a direct inguinal hernia. I wrapped the spermatic cord with a penrose drain. There was no indirect hernia present. He did have a rather large direct inguinal hernia with fat only. I reduced it using a sponge stick and placed the plug to this area. I closed the defect as best that I could using the plug. It was still quite prominent. I then took the internal oblique fibers and tacked them down to the shelving edge inferiorly. The internal ring was closed slightly using a figure-of-eight stitch at the base of the spermatic cord. I then placed a mesh starting at the pubic tubercle as an onlay over the internal oblique to reinforce my primary repair as it was completely obliterated to my surgical intervention and packed it superiorly to the internal oblique and inferiorly to the shelving edge of the external oblique and at the pubic tubercle medially.¿ product identification for the ¿plug¿ and ¿mesh¿ used in the (B)(6) 2014 procedure was not provided. On (B)(6) 2014: ¿at the time of surgical intervention, the patient had asked me to check previous abdominal hernia repair. Stated it had ¿gotten bigger¿ on examination at that time, was found to have an incarcerated ventral hernia at previous umbilical hernia repair site. Here today to be seen post-operatively for right inguinal hernia and repair and to discuss surgical intervention of is [sic] recurrent ventral hernia.¿ explant #1/implant #2 preoperative complaints: on (B)(6) 2014: ¿abdomen; incisional hernia midabdomen. Right inguinal incision site has minimal erythema no edema, lines of demarcation where strips were, no spreading erythema. Soft, nontender. Hernia, incisional, right inguinal area at site of steri strips. Ok for surgical repair of incisional hernia next week.¿ on (B)(6) 2014: ¿he most recently had a right inguinal hernia repaired. During his workup he was found to have a recurrent ventral hernia that had been repaired by my partner approximately 7 years ago. He is not having any abdominal pain but obviously is having issues with bulging.¿ explant #1/implant #2 procedure: ventral hernia repair with mesh, removal of old mesh and lysis of adhesions. Implant: gore® dualmesh® plus biomaterial (10466339/1dlmcp04) 15cm x 19cm, oval. Explant #1/implant #2 date: (B)(6) 2014. ¿there were numerous adhesions to the mesh on the anterior abdominal wall. These were all carefully taken down as I entered the abdomen from the superior aspect of the incision. I noted when we got down into the fascial plane throughout the entire incision there were three actual hernia sites. One was on the inferior aspect of the previous mesh repair, on the superior aspect of the mesh repair and then approximately 2 cm more cephalad from the mesh repair. These were all opened up and cleared of the hernia sac. The biggest issue was with the mesh. The mesh had quite a large amount of dense adhesions. These were all carefully taken down. There were no serosal issues or serosal violations to the small intestine or to the colon. We then removed some of the subcutaneous fat from the fascia to allow for the mesh to be sewn in. I selected an appropriate sized dual mesh and sutured this to the fascia using 0 prolene sutures. This was all tied down and then the fascia was closed over the mesh with a figure-of-eight vicryl suture.¿ relevant medical information: on (B)(6) 2014: pathology: ¿a single container labeled incarcerated hernia contents. This consists of multiple pieces of fibrous and adipose tissue that in aggregate measure approximately 11 x 6.5 x 3.5 cm. There is red fibrous and adipose tissue adherent to a piece of mesh.¿ on (B)(6) 2014: ¿s/p recurrent ventral hernia with mesh. Possible hematoma drainage vs. Seroma. Informed him of possible drainage with the staples removed.¿ explant #2 preoperative complaints: on (B)(6) 2014: emergency room: ¿abdominal tenderness, patient with a 6 cm vertical incision with redness and drainage. There is surrounding redness and warmth. Mild erythema, cloudy straw drainage from abd wound.¿ ¿infected abdominal wound.¿ on (B)(6) 2014: [the patient] ¿came into the hospital with a temperature and a white count of 16,000. He had a ventral hernia repair done on (B)(6) 2014 and had his follow-up appointment. He had complained of some drainage but during his follow-up appointment there was no drainage visible. There was no erythema or edema or drainage. His staples were removed and he had been supposedly doing well. He came into the ER last night and was complaining of more drainage and increased abdominal pain . When I examined him this morning his wound was erythematous, edematous and had some drainage coming from the superior aspect. His skin had actually blistered up. I opened up the wound at the bedside and some serosanguinous drainage was removed so I decided to take him to the operating room for debridement and to wash out the wound and a culture was taken.¿ explant #2 procedure: excision of infected mesh, primary repair of ventral hernia and repair of colonic serosal tear. Explant #2 date: (B)(6) 2014 [hospitalized (B)(6) 2014]. ¿I began with completely opening the incision just with finger dissection. As I did this I noticed that the mesh was very visible. He had eviscerated 3/4ths of his fascia and the mesh had been lying in this fluid for an unknown period of time . I then realized that the mesh was most likely infected as it was a dual mesh and that I needed to remove it. The entire sterile field was broken down. A foley catheter was placed. He was reprepped and redraped. I then began with opening the superior aspect of the wound to be able to get to undenuded, uninflamed tissue. I found the edge of the mesh, removed the suture and started dissecting the mesh out from there. The mesh was slightly adherent to the transverse colon at this site. Using finger dissection I removed the mesh. However, there was some fibrinous exudates present and a small approximately .4 cm serosal tear was found on the transverse colon. This was repaired using a 3-0 silk suture in an inverted lambert technique and then some of the fibrinous exudate was then tacked back on over the repair. I then continued dissecting out the mesh, removing as many of the prolene sutures in their entirety as I could. However with the inflammatory tissue changes I could not see all of the fascia. The mesh was removed. We copiously irrigated the abdomen and I then closed the fascia using #1 pds sutures in a primary repair.¿ culture and pathology reports of explanted device from (B)(6) 2014 procedure were not provided. Relevant medical information: on (B)(6) 2014: discharge summary: ¿we removed the infected mesh and put him together, primarily with pds sutures. He didn¿t have any fever from the 2nd to the 3rd however it was possible that he had dehisced his abdomen and we had a wound vac in place. The wound vac was changed on (B)(6) 2014 and he had denuded tissue present and fascia was intact. There was no dehiscence at the wound base. He is going to be discharged home on bactrim as he did have staph aureus infection.¿ on (B)(6) 2014: [abdominal wall wound] ¿is almost completely healed. No obvious signs of infection. Wound culture today. He is eventually going to need a component separation with a biological mesh.¿ on (B)(6) 2014: ¿still growing staph. On bactrim. Change over to levaquin. Will re-culture in 2 weeks.¿ on (B)(6) 2014: ¿vac has been removed.¿ on (B)(6) 2014: ¿been using silver alginate. Has two small openings at the inferior aspect of umbilicus and lateral aspect of his umbilicus.¿ conclusion: implant #1 gore® dualmesh® plus biomaterial (04621079/1dlmcp03). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating . Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 04621079. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect- clinical code. H6: updated investigation findings. H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact. Previous patient codes (1994, 1930, 1695 and 3191: appropriate term/code not available for ¿debridement¿) were reported based on the original complaint and are no longer applicable per gore¿s investigation. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. This event will be closed as no problem detected. Medical records: the known medical records span june 29, 2007 through june 9, 2017, and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial devices. Records from june 30, 2007 through june 13, 2014 were not provided. Patient information: medical history: obesity- (B)(6) 2015: 293lbs; bmi 40.3, (B)(6) 2015: 292.5lbs; bmi 39.67. Prior surgical procedures: implant #1 preoperative complaints: (B)(6) 2007: [the patient] ¿has an enlarging symptomatic umbilical hernia.¿ implant #1 procedure: repair of symptomatic umbilical hernia using ¿gore-tex dual mesh¿. Implant: gore® dualmesh® plus biomaterial (04621079/1dlmcp03) 10cm x 15cm, oval. Implant #1 date: (B)(6) 2007: description of hernia being treated: ¿he had a fairly large umbilical hernia. I was able to place a penrose drain around the umbilical hernia and dissect the umbilicus off of this. At that point I dissected down the hernia sac to the fascia circumferentially. The hernia defect was large enough that I felt primary repair would be under too much tension.¿ implant size and fixation: ¿therefore I cleaned this off and cut a piece of gore-tex dual mesh to the appropriate size and configuration. Using 0 prolene sutures I circumferentially anchored this underneath the fascia. I was careful to watch each of my sutures so that no bowel which appeared to be well out of the way would be caught with the stitch. Each of these were circumferentially place and then tied down. At that point I closed the superficial layer over top of the mesh using 0 prolene sutures just to cover the gore-tex itself.¿ no post-operative records were provided. Relevant medical information: (B)(6) 2014: [the patient] ¿came into my office complaining of left lower quadrant abdominal pain. He thought he had a hernia recurrent on the left side. He actually was found to have a hernia on the right.¿ (B)(6) 2014: right inguinal hernia repair with mesh. ¿an incision was made in the natural skin crease of the right inguinal region after confirming the site. It was dissected down to the subcutaneous fat and through scarpa's fascia down to the external oblique. The external oblique was opened using a scalpel in the direction of the fibers taking care to preserve the ilioinguinal nerve. Below the external oblique the internal oblique was found to be completely obliterated as well as the transversalis fascia. I opened the flap superiorly and inferiorly and he was noted to have a direct inguinal hernia. I wrapped the spermatic cord with a penrose drain. There was no indirect hernia present. He did have a rather large direct inguinal hernia with fat only. I reduced it using a sponge stick and placed the plug to this area. I closed the defect as best that I could using the plug. It was still quite prominent. I then took the internal oblique fibers and tacked them down to the shelving edge inferiorly. The internal ring was closed slightly using a figure-of-eight stitch at the base of the spermatic cord. I then placed a mesh starting at the pubic tubercle as an onlay over the internal oblique to reinforce my primary repair as it was completely obliterated to my surgical intervention and packed it superiorly to the internal oblique and inferiorly to the shelving edge of the external oblique and at the pubic tubercle medially.¿ product identification for the ¿plug¿ and ¿mesh¿ used in the 6/13/14 procedure was not provided. (B)(6) 2014: ¿at the time of surgical intervention, the patient had asked me to check previous abdominal hernia repair. Stated it had ¿gotten bigger¿ on examination at that time, was found to have an incarcerated ventral hernia at previous umbilical hernia repair site. Here today to be seen post-operatively for right inguinal hernia and repair and to discuss surgical intervention of is [sic] recurrent ventral hernia.¿ explant #1/implant #2 preoperative complaints: (B)(6) 2014: ¿abdomen; incisional hernia midabdomen. Right inguinal incision site has minimal erythema no edema, lines of demarcation where strips were, no spreading erythema. Soft, nontender. Hernia, incisional, right inguinal area at site of steri strips. Ok for surgical repair of incisional hernia next week.¿ (B)(6) 2014: ¿he most recently had a right inguinal hernia repaired. During his workup he was found to have a recurrent ventral hernia that had been repaired by my partner approximately 7 years ago. He is not having any abdominal pain but obviously is having issues with bulging.¿ explant #1/implant #2 procedure: ventral hernia repair with mesh, removal of old mesh and lysis of adhesions. Implant: gore® dualmesh® plus biomaterial (10466339/1dlmcp04) 15cm x 19cm, oval. Explant #1/implant #2 date:(B)(6) 2014: ¿there were numerous adhesions to the mesh on the anterior abdominal wall. These were all carefully taken down as I entered the abdomen from the superior aspect of the incision. I noted when we got down into the fascial plane throughout the entire incision there were three actual hernia sites. One was on the inferior aspect of the previous mesh repair, on the superior aspect of the mesh repair and then approximately 2 cm more cephalad from the mesh repair. These were all opened up and cleared of the hernia sac. The biggest issue was with the mesh. The mesh had quite a large amount of dense adhesions. These were all carefully taken down. There were no serosal issues or serosal violations to the small intestine or to the colon. We then removed some of the subcutaneous fat from the fascia to allow for the mesh to be sewn in. I selected an appropriate sized dual mesh and sutured this to the fascia using 0 prolene sutures. This was all tied down and then the fascia was closed over the mesh with a figure-of-eight vicryl suture.¿ relevant medical information: (B)(6) 2014: pathology: ¿a single container labeled incarcerated hernia contents. This consists of multiple pieces of fibrous and adipose tissue that in aggregate measure approximately 11 x 6.5 x 3.5 cm. There is red fibrous and adipose tissue adherent to a piece of mesh.¿ (B)(6) 2014: ¿s/p recurrent ventral hernia with mesh. Possible hematoma drainage vs. Seroma. Informed him of possible drainage with the staples removed.¿ explant #2 preoperative complaints: (B)(6) 2014: emergency room: ¿abdominal tenderness, patient with a 6 cm vertical incision with redness and drainage. There is surrounding redness and warmth. Mild erythema, cloudy straw drainage from abd wound.¿ ¿infected abdominal wound.¿ (B)(6) 2014: [the patient] ¿came into the hospital with a temperature and a white count of 16,000. He had a ventral hernia repair done on (B)(6) 2014 and had his follow-up appointment. He had complained of some drainage but during his follow-up appointment there was no drainage visible. There was no erythema or edema or drainage. His staples were removed and he had been supposedly doing well. He came into the ER last night and was complaining of more drainage and increased abdominal pain . When I examined him this morning his wound was erythematous, edematous and had some drainage coming from the superior aspect. His skin had actually blistered up. I opened up the wound at the bedside and some serosanguinous drainage was removed so I decided to take him to the operating room for debridement and to wash out the wound and a culture was taken.¿ explant #2 procedure: excision of infected mesh, primary repair of ventral hernia and repair of colonic serosal tear. Explant #2 date: (B)(6) 2014 [hospitalized (B)(6) 2014] ¿I began with completely opening the incision just with finger dissection. As I did this I noticed that the mesh was very visible. He had eviscerated 3/4ths of his fascia and the mesh had been lying in this fluid for an unknown period of time . I then realized that the mesh was most likely infected as it was a dual mesh and that I needed to remove it. The entire sterile field was broken down. A foley catheter was placed. He was re-prepped and re-draped. I then began with opening the superior aspect of the wound to be able to get to undenuded, uninflamed tissue. I found the edge of the mesh, removed the suture and started dissecting the mesh out from there. The mesh was slightly adherent to the transverse colon at this site. Using finger dissection I removed the mesh. However, there was some fibrinous exudates present and a small approximately .4 cm serosal tear was found on the transverse colon. This was repaired using a 3-0 silk suture in an inverted lambert technique and then some of the fibrinous exudate was then tacked back on over the repair. I then continued dissecting out the mesh, removing as many of the prolene sutures in their entirety as I could. However with the inflammatory tissue changes I could not see all of the fascia. The mesh was removed. We copiously irrigated the abdomen and I then closed the fascia using #1 pds sutures in a primary repair.¿ culture and pathology reports of explanted device from (B)(6) 2014 procedure were not provided. Relevant medical information: (B)(6) 2014: discharge summary: ¿we removed the infected mesh and put him together, primarily with pds sutures. He didn¿t have any fever from the 2nd to the 3rd however it was possible that he had dehisced his abdomen and we had a wound vac in place. The wound vac was changed on (B)(6) 2014 and he had denuded tissue present and fascia was intact. There was no dehiscence at the wound base. He is going to be discharged home on bactrim as he did have staph aureus infection.¿ (B)(6) 2014: [abdominal wall wound] ¿is almost completely healed. No obvious signs of infection. Wound culture today. He is eventually going to need a component separation with a biological mesh.¿ (B)(6) 2014: ¿still growing staph. On bactrim. Change over to levaquin. Will re-culture in 2 weeks.¿ (B)(6) 2014: ¿vac has been removed.¿ (B)(6) 2014: ¿been using silver alginate. Has two small openings at the inferior aspect of umbilicus and lateral aspect of his umbilicus.¿ conclusion: implant #1 gore® dualmesh® plus biomaterial (04621079/1dlmcp03) it should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 04621079. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect- clinical code. H6: updated investigation findings. H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact. Previous patient codes (1994, 1930, 1695 and 3191: appropriate term/code not available for ¿debridement¿) were reported based on the original complaint and are no longer applicable per gore¿s investigation. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. This event will be closed as no problem detected. Medical records: the known medical records span (B)(6) 2007 through (B)(6) 2017, and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial devices. Records from (B)(6) 2007 through (B)(6) 2014 were not provided. Patient information: medical history: obesity. On (B)(6) 2015: 293lbs; bmi 40.3. On (B)(6) 2015: 292.5lbs; bmi 39.67. Prior surgical procedures: implant #1 preoperative complaints: on (B)(6) 2007: [the patient] ¿has an enlarging symptomatic umbilical hernia.¿ implant #1 procedure: repair of symptomatic umbilical hernia using ¿gore-tex dual mesh¿. Implant: gore® dualmesh® plus biomaterial (04621079/1dlmcp03) 10cm x 15cm, oval. Implant #1 date: (B)(6) 2007 description of hernia being treated: ¿he had a fairly large umbilical hernia. I was able to place a penrose drain around the umbilical hernia and dissect the umbilicus off of this. At that point I dissected down the hernia sac to the fascia circumferentially. The hernia defect was large enough that I felt primary repair would be under too much tension.¿ implant size and fixation: ¿therefore I cleaned this off and cut a piece of gore-tex dual mesh to the appropriate size and configuration. Using 0 prolene sutures I circumferentially anchored this underneath the fascia. I was careful to watch each of my sutures so that no bowel which appeared to be well out of the way would be caught with the stitch. Each of these were circumferentially place and then tied down. At that point I closed the superficial layer over top of the mesh using 0 prolene sutures just to cover the gore-tex itself.¿ no post-operative records were provided. Relevant medical information: on (B)(6) 2014: [the patient] ¿came into my office complaining of left lower quadrant abdominal pain. He thought he had a hernia recurrent on the left side. He actually was found to have a hernia on the right.¿ on (B)(6) 2014: right inguinal hernia repair with mesh o ¿an incision was made in the natural skin crease of the right inguinal region after confirming the site. It was dissected down to the subcutaneous fat and through scarpa's fascia down to the external oblique. The external oblique was opened using a scalpel in the direction of the fibers taking care to preserve the ilioinguinal nerve. Below the external oblique the internal oblique was found to be completely obliterated as well as the transversalis fascia. I opened the flap superiorly and inferiorly and he was noted to have a direct inguinal hernia. I wrapped the spermatic cord with a penrose drain. There was no indirect hernia present. He did have a rather large direct inguinal hernia with fat only. I reduced it using a sponge stick and placed the plug to this area. I closed the defect as best that I could using the plug. It was still quite prominent. I then took the internal oblique fibers and tacked them down to the shelving edge inferiorly. The internal ring was closed slightly using a figure-of-eight stitch at the base of the spermatic cord. I then placed a mesh starting at the pubic tubercle as an onlay over the internal oblique to reinforce my primary repair as it was completely obliterated to my surgical intervention and packed it superiorly to the internal oblique and inferiorly to the shelving edge of the external oblique and at the pubic tubercle medially.¿ product identification for the ¿plug¿ and ¿mesh¿ used in the (B)(6) 2014 procedure was not provided. On (B)(6) 2014: ¿at the time of surgical intervention, the patient had asked me to check previous abdominal hernia repair. Stated it had ¿gotten bigger¿ on examination at that time, was found to have an incarcerated ventral hernia at previous umbilical hernia repair site. Here today to be seen post-operatively for right inguinal hernia and repair and to discuss surgical intervention of is [sic] recurrent ventral hernia.¿ explant #1/implant #2 preoperative complaints: on (B)(6) 2014: ¿abdomen; incisional hernia midabdomen. Right inguinal incision site has minimal erythema no edema, lines of demarcation where strips were, no spreading erythema. Soft, nontender. Hernia, incisional, right inguinal area at site of steri strips. Ok for surgical repair of incisional hernia next week.¿ on (B)(6) 2014: ¿he most recently had a right inguinal hernia repaired. During his workup he was found to have a recurrent ventral hernia that had been repaired by my partner approximately 7 years ago. He is not having any abdominal pain but obviously is having issues with bulging.¿ explant #1/implant #2 procedure: ventral hernia repair with mesh, removal of old mesh and lysis of adhesions. Implant: gore® dualmesh® plus biomaterial (10466339/1dlmcp04) 15cm x 19cm, oval. Explant #1/implant #2 date: (B)(6) 2014. ¿there were numerous adhesions to the mesh on the anterior abdominal wall. These were all carefully taken down as I entered the abdomen from the superior aspect of the incision. I noted when we got down into the fascial plane throughout the entire incision there were three actual hernia sites. One was on the inferior aspect of the previous mesh repair, on the superior aspect of the mesh repair and then approximately 2 cm more cephalad from the mesh repair. These were all opened up and cleared of the hernia sac. The biggest issue was with the mesh. The mesh had quite a large amount of dense adhesions. These were all carefully taken down. There were no serosal issues or serosal violations to the small intestine or to the colon. We then removed some of the subcutaneous fat from the fascia to allow for the mesh to be sewn in. I selected an appropriate sized dual mesh and sutured this to the fascia using 0 prolene sutures. This was all tied down and then the fascia was closed over the mesh with a figure-of-eight vicryl suture.¿ relevant medical information: on (B)(6) 2014: pathology: ¿a single container labeled incarcerated hernia contents. This consists of multiple pieces of fibrous and adipose tissue that in aggregate measure approximately 11 x 6.5 x 3.5 cm. There is red fibrous and adipose tissue adherent to a piece of mesh.¿ on (B)(6) 2014: ¿s/p recurrent ventral hernia with mesh. Possible hematoma drainage vs. Seroma. Informed him of possible drainage with the staples removed.¿ explant #2 preoperative complaints: on (B)(6) 2014: emergency room: ¿abdominal tenderness, patient with a 6 cm vertical incision with redness and drainage. There is surrounding redness and warmth. Mild erythema, cloudy straw drainage from abd wound.¿ ¿infected abdominal wound.¿ on (B)(6) 2014: [the patient] ¿came into the hospital with a temperature and a white count of 16,000. He had had a ventral hernia repair done on (B)(6) 2014 and had his follow-up appointment. He had complained of some drainage but during his follow-up appointment there was no drainage visible. There was no erythema or edema or drainage. His staples were removed and he had been supposedly doing well. He came into the ER last night and was complaining of more drainage and increased abdominal pain . When I examined him this morning his wound was erythematous, edematous and had some drainage coming from the superior aspect. His skin had actually blistered up. I opened up the wound at the bedside and some serosanguinous drainage was removed so I decided to take him to the operating room for debridement and to wash out the wound and a culture was taken.¿ explant #2 procedure: excision of infected mesh, primary repair of ventral hernia and repair of colonic serosal tear explant #2 date: (B)(6) 2014 [hospitalized (B)(6) 2014] ¿I began with completely opening the incision just with finger dissection. As I did this I noticed that the mesh was very visible. He had eviscerated 3/4ths of his fascia and the mesh had been lying in this fluid for an unknown period of time . I then realized that the mesh was most likely infected as it was a dual mesh and that I needed to remove it. The entire sterile field was broken down. A foley catheter was placed. He was reprepped and redraped. I then began with opening the superior aspect of the wound to be able to get to undenuded, uninflamed tissue. I found the edge of the mesh, removed the suture and started dissecting the mesh out from there. The mesh was slightly adherent to the transverse colon at this site. Using finger dissection I removed the mesh. However, there was some fibrinous exudates present and a small approximately .4 cm serosal tear was found on the transverse colon. This was repaired using a 3-0 silk suture in an inverted lambert technique and then some of the fibrinous exudate was then tacked back on over the repair. I then continued dissecting out the mesh, removing as many of the prolene sutures in their entirety as I could. However with the inflammatory tissue changes I could not see all of the fascia. The mesh was removed. We copiously irrigated the abdomen and I then closed the fascia using #1 pds sutures in a primary repair.¿ culture and pathology reports of explanted device from (B)(6) 2014 procedure were not provided. Relevant medical information: on (B)(6) 2014: discharge summary: ¿we removed the infected mesh and put him together, primarily with pds sutures. He didn¿t have any fever from the 2nd to the 3rd however it was possible that he had dehisced his abdomen and we had a wound vac in place. The wound vac was changed on (B)(6) 2014 and he had denuded tissue present and fascia was intact. There was no dehiscence at the wound base. He is going to be discharged home on bactrim as he did have staph aureus infection.¿ on (B)(6) 2014: [abdominal wall wound] ¿is almost completely healed. No obvious signs of infection. Wound culture today. He is eventually going to need a component separation with a biological mesh.¿ on (B)(6) 2014: ¿still growing staph. On bactrim. Change over to levaquin. Will re-culture in 2 weeks.¿ on (B)(6) 2014: ¿vac has been removed.¿ on (B)(6) 2014: ¿been using silver alginate. Has two small openings at the inferior aspect of umbilicus and lateral aspect of his umbilicus.¿ conclusion: implant #1 gore® dualmesh® plus biomaterial (04621079/1dlmcp03). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 04621079. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added medical history. Updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged. Added method/results/conclusions code 2 for sterilization evaluation. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2014: (B)(6), md. Emergency room visit. Hpi: presents to emergency department for evaluation of surgical site incision. Had hernia repair approximately one month ago. Redness and drainage from site worsening over last 2 days. C/o of fevers, chills, body aches, decreased appetite. Exam: abdominal tenderness, patient with a 6 cm vertical incision with redness and drainage. There is surrounding redness and warmth. Mild erythema, cloudy straw drainage from abd wound. Impression: incisional infection, cellulitis. Wbc 16.2. Diagnosis: infected abdominal wound. On (B)(6) 2014: (B)(6), do. History & physical. Cc: abdominal wound infection. Hpi: ventral hernia repair on (B)(6) 2014. Had small amount of drainage per patient, it was never seen by me. No erythema or edema. States he started getting a fever and then last night ¿he busted open¿ and he came to ER. Impression plan: infected wound. I opened it up at the bedside and he poured out serous sanguinous fluid. I am going to take him to the or for debridement and wash out. Culture was taken. On (B)(6) 2014: (B)(6), do. Discharge summary. Admitting diagnosis: infected abdominal wound s/p incarcerated ventral hernia repair. Leukocytosis. Discharge diagnosis: infected wound s/p large incarcerated ventral hernia with removal of infected mesh. Hospital course: we removed the infected mesh and put him together, primarily with pds sutures. He didn¿t have any fever from the 2nd to the 3rd however it was possible that he had dehisced his abdomen and we had a wound vac in place. The wound vac was changed on (B)(6) 2014 and he had denuded tissue present and fascia was intact. There was no dehiscence at the wound base. He is going to be discharged home on bactrim as he did have staph aureus infection. On (B)(6) 2014: (B)(6), do. Wound care clinic note. Evaluation of his postoperative abdominal wall wound. Had a huge central hernia that was incarcerated. The mesh got infected as he dehisced his wound. Took him to operating room and removed the infected mesh. It is almost completely healed. No obvious signs of infection. Wound culture today. He is eventually going to need a component separation with a biological mesh. On (B)(6) 2014: (B)(6), do. Wound care clinic note. Evaluation of surgical wound infection. Has small amount of drainage present. Still on bactrim. He understands if his wound infection does not improve with this round of antibiotics that he will have to be on IV antibiotics. On (B)(6) 2014: (B)(6), do. Wound care clinic note. Postoperative after having mesh removed. Will continue wound vac. Culture to see if bactrim is working. On (B)(6) 2014: (B)(6), do. Wound care clinic note. Evaluation of surgical wound. Still growing staph. On bactrim. Change over to levaquin. Will re-culture in 2 weeks. On (B)(6) 2014: (B)(6), do. Wound care clinic note. Wound is healing. Continue with wound vac. Culture today. On (B)(6) 2014: (B)(6), do. Wound care clinic note. Vac on for another few days. Not to lift anything over 5 pounds, no repetitive motion and needs to be sitting. May not stand for longer than 45 minutes to an hour without a break. On (B)(6) 2014: (B)(6), do. Wound care clinic note. Evaluation of postop abdominal wound. Vac has been removed. On (B)(6) 2014: (B)(6), do. Wound care clinic note. Evaluation of nonhealing surgical wound. Been using silver alginate. Has two small openings at the inferior aspect of umbilicus and lateral aspect of his umbilicus. On (B)(6) 2015: (B)(6), m.d. Radiology-CT abdomen/pelvis. Impression: anterior pelvic wall hernia repair with postsurgical changes. Tiny wide neck anterior abdominal wall hernia above the scar, there is no significant recurrent hernia at the site of precious surgery. Small fat containing left inguinal hernia. On (B)(6) 2016: (B)(6), m.d. Radiology-CT abdomen/pelvis. Impression: supraumbilical ventral hernia containing only fat. 2 cm soft tissue mass present within the left inguinal canal which has developed in the interval from on (B)(6) 2015. Suspect related to some infarcted fat since area was normal on prior study. Could reflect postsurgical alteration with plugging if patient has had interval hernia surgery. On (B)(6) 2017: (B)(6), m.d. Radiology-CT abdomen/pelvis. Impression: unchanged midline supraumbilical fat containing ventral hernia. Periumbilical and infraumbilical abdominal wall thickening with no definite true hernia present. Small bowel appears directly in contact with the inner margin of this area of the abdominal wall scar and/or fibrosis and could be adhesed to it. Does not appear to be resulting in bowel obstruction or distention. On (B)(6) 2017: (B)(6), md. Discharge summary. Hospital course: repair of a recurrent giant incisional hernia using gore-tex dual mesh. Postoperatively the patient did well. May not lift anything more than 20 pounds for 6 weeks. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2014: office visit. Hpi: post-op visit. 2 weeks post-op from recurrent incarcerated ventral hernia repair with mesh. Had serosanguinous drainage from the inferior aspect of wound and was concerned. Noted to have ecchymosis around the incision during hospital stay. Wound/incision- dry, intact and sutures intact. Does not have drainage at this time, however binder has serosanguinous drainage present that has dried. Ecchymosis is almost completely resolved. Yellow in color now. No drainage present, no signs of infection and no redness. Today¿s impression: s/p recurrent ventral hernia with mesh. Possible hematoma drainage vs. Seroma. Informed him of possible drainage with the staples removed. Continue to wear binder. On (B)(6) 2014: missing records: a pathology report detailing analysis of the device removed during the on (B)(6) 2014 procedure was not provided on (B)(6) 2014: missing records: a culture report detailing analysis of the specimens collected during the on (B)(6) 2014 procedure was not provided. On (B)(6) 2016: office visit. Hpi: complaint of abdominal pain. Status post a ventral incisional hernia repair which ultimately became infected. Had to have mesh removed. Wound vac applied and wound did heal. Has been left with a subsequent hernia defect. Saw a surgeon who did not recommend surgical intervention due to the increase risk of anesthesia. Undergone and attempted laparoscopic converted to open cholecystectomy. Complaining of more abdominal pain and discomfort secondary to incisional hernia. Told by previous surgeon not to do any heavy lifting. States can no longer function at work due to these limitations. Past medical history: incisional hernia incarcerated; abdominal pain; hernia, incisional; unilateral inguinal hernia with mesh. Past surgical: hernia repair on (B)(6) 2014; history of hernia repair, bilateral inguinal hernia repairs; laparoscopic repair, umbilical hernia, reducible on (B)(6) 2007. Abdomen: tenderness midline where a hernia is located. No umbilical hernia, no inguinal hernia. Understands is at risk regarding surgery given the complexity of the nature. I do not think he is prohibited from having hernia repair performed. At risk for wound infections as well as recurrent hernia. Does have abdominal pain which I believe is related to hernia. Results/procedures: CT abdomen & pelvis with contrast. Impression included: no bowel obstruction. Supraumbilical ventral hernia containing only fat. 2 cm diameter oval centrally lower-density soft tissue mass present within the left inguinal canal which has developed in the interval from on (B)(6) 2015. I suspect this is just related to some infarcted fat since the area was normal on the prior study. It could also reflect postsurgical alteration with plugging if the patient has had hernia surgery. On (B)(6) 2017: office visit. Hpi: presents with a ventral incisional hernia. Has developed left groin pain up through left flank. This may be related to pulled muscle due to activity. Has lost weight. This is intentional. Is also having more pain and discomfort from known incisional hernias. Abdomen: does have tenderness in the left inguinal region. No definitive hernias identified. Does have ventral hernias. No umbilical hernia, no inguinal hernia. Obese. On exam I do not feel definitive hernia. Does have multiple ventral hernias. Causing pain. Interested in having these repaired. CT scan of abdomen and pelvis to evaluate. Does have recurrent incisional hernia. History of removal of infected mesh in the past. Reviewed operative notes form previous surgeries, explained that this was closed primarily and no mesh is left in place as far as I can tell. Will await results of CT scan for further consideration of surgery. On (B)(6) 2017: office visit. Status post CT scan of the abdomen pelvis did show a left inguinal hernia in addition to known incisional hernias. Is having increasing pain and discomfort primarily from his incisional hernia. Especially his supra umbilical hernia. History of infected mesh removed in the past. States cannot work due to the pain and discomfort. Abdomen: tenderness in the left inguinal region. Area in question does appear to be a hernia. Is having significant more tenderness in epigastric region and supraumbilical region where the hernia is identified, it is reducible. Obese. Understands is at risk for surgical intervention given previous history of having infected mesh. Cat scan show that bowel may be densely adherent to the anterior abdominal wall. Increase risk for mesh infection as well as bowel complications including fistula and enterotomies. Cannot work due to the amount of pain and discomfort. Understands increased risk and would like to proceed with the surgery understands that he is at increased risk for mesh infection which may require reoperation and removal of mesh. Understands we will not fix left inguinal hernia and this may be done at a later date. Results/procedure: CT abdomen pelvis: impression: unchanged midline supraumbilical fat containing ventral hernia. Periumbilical and infraumbilical anterior abdominal wall thickening and induration with no definite true hernia present. The small bowel appears directly in contact with the inner margin of this area of abdominal wall. Scar and/or fibrosis and could well be adhesed to it. It is similar appearance to the previous exam including its relationship to the small bowel. This does not appear to be resulting in bowel obstruction or distention. Unchanged oval density left inguinal canal in association with a hernia probably representing remote fat infarctions as previously suggested. On (B)(6) 2017: office visit. Hpi: postoperative recurrent incisional hernia repair with mesh. Does have some pain and discomfort. Wound/incision: dry, intact, consistent with normal anticipated wound healing. No signs of infection. Abdomen: appropriate tenderness around the incision site. Encouraged not to lift heavy things. On (B)(6) 2017: office visit. Hpi: presents complaining of abdominal pain which occurred when was out of the country on the right side of abdomen. This was related to a sneeze. Reports when was in the philippines did have a period of increased sweating and subjective fever. Saw a local physician who placed him on some type of antibiotics. Abdomen: does have some tenderness the right of the midline but I feel no evidence of any hernia. There is no evidence of any hernia recurrence nor is there any external evidence of any infection. On (B)(6) 2017: office visit. Hpi: complaint of abdominal pain. Overall is feeling much better. Abdomen: there is no obvious hernia recurrence or infection. Is status post recurrent incisional hernia repair with mesh. Does heavy lifting at work. I will try to put him on 70 pound weight restriction without assistance so he can get back to work earning his living. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2007 were not provided. Operative records dated (B)(6) 2007 indicate the patient underwent ¿repair of symptomatic umbilical hernia using gore-tex dual mesh¿ ¿the patient is a 37 year old white male who has an enlarging symptomatic umbilical hernia. I discussed with him the risks and benefits of repairing this using mesh including the risk of mesh infection, hernia reoccurrence, wound infection and skin necrosis. He expressed an understanding of all of this, desired for the procedure to be performed and informed consent was obtained.¿ the (B)(6) 2007 operative records state: ¿the patient was taken to the operating room. He received antibiotics pre-operatively, had pneumatic compression boots placed. After general endotracheal anesthesia was induced a periumbilical incision was made. It was carried down through the skin and subcutaneous tissue down to the fascia. He had a fairly large umbilical hernia. I was able to place a penrose drain around the umbilical hernia and dissect the umbilicus off of this. At that point I dissected down the hernia sac to the fascia circumferentially. The hernia defect was large enough that I felt primary repair would be under too much tension.¿ the (B)(6) 2007 operative records continue: ¿therefore I cleaned this off and cut a piece of gore-tex dual mesh to the appropriate size and configuration. Using o prolene sutures I circumferentially anchored this underneath the fascia. I was careful to watch each of my sutures so that no bowel which appeared to be well out of the way would be caught with the stitch. Each of these were circumferentially place and then tied down. At that point I closed the superficial layer over top of the mesh using o prolene sutures just to cover the gore-tex itself. I reattached the umbilicus to the mesh using 2-0 vicryl sutures. Local anesthetic was injected into the skin and subcutaneous tissue. I then closed the subcutaneous tissue using 3-0 vicryl sutures and the skin incision was closed using staples.¿ records confirm a gore® dualmesh® plus biomaterial (1dlmcp03/04621079) was used during the procedure. Records between (B)(6) 2007 and (B)(6) 2014 were not provided. Operative records dated (B)(6) 2014 indicate the patient underwent ¿right inguinal hernia repair with mesh.¿ ¿patient is a 44 year old gentleman who came into my office complaining of left lower quadrant abdominal pain. He thought he had a hernia recurrent on the left side. He actually was found to have a hernia on the right.¿ the (B)(6) 2014 operative records state: ¿he was given preoperative antibiotics and an injection of heparin into his abdomen. Scd's were placed and he was taken to the operating theater where general anesthesia was introduced. The area was prepped and draped in normal sterile fashion. A surgical pause was initiated and completed. An incision was made in the natural skin crease of the right inguinal region after confirming the site. It was dissected down to the subcutaneous fat and through scarpa's fascia down to the external oblique.¿ the (B)(6) 2014 operative records continue: ¿the external oblique was opened using a scalpel in the direction of the fibers taking care to preserve the ilioinguinal nerve. Below the external oblique the internal oblique was found to be completely obliterated as well as the transversalis fascia. I opened the flap superiorly and inferiorly and he was noted to have a direct inguinal hernia. I wrapped the spermatic cord with a penrose drain. There was no indirect hernia present. He did have a rather large direct inguinal hernia with fat only. I reduced it using a sponge stick and placed the plug to this area. I closed the defect as best that I could using the plug . It was still quite prominent. I then took the internal oblique fibers and tacked them down to the shelving edge inferiorly.¿ the (B)(6) 2014 operative records state: ¿the internal ring was closed slightly using a figure-of-eight stitch at the base of the spermatic cord. I then placed a mesh starting at the pubic tubercle as an onlay over the internal oblique to reinforce my primary repair as it was completely obliterated to my surgical intervention and packed it superiorly to the internal oblique and inferiorly to the shelving edge of the external oblique and at the pubic tubercle medially. The tails were tacked to allow one fingertip for the spermatic cord to come through and they were tucked underneath the external oblique. The external oblique was closed and scarpa's fascia was closed as well as the subcutaneous fat and then the skin was closed with 4-0 vicryl. Hemostasis was maintained throughout the entire procedure. A scrotal support was placed.¿ operative records dated (B)(6) 2014 indicate the patient underwent ¿ventral hernia repair with mesh, removal of old mesh and lysis of adhesions¿ ¿the patient is a 45 year old gentleman who is having numerous hernias . He most recently had a right inguinal hernia repaired. During his workup he was found to have a recurrent ventral hernia that had been repaired by my partner approximately s years ago. He is not having any abdominal pain but obviously is having issues with bulging.¿ the (B)(6) 2014 operative records state: ¿I made an incision where a previous scar was. I dissected down through the subcutaneous fat which was quite extensive to the fascia on the inferior aspect of the incision, elevated the fascia and entered the abdomen. There were numerous adhesions to the mesh on the anterior abdominal wall. These were all carefully taken down as I entered the abdomen from the superior aspect of the incision. I noted when we got down into the fascial plane throughout the entire incision there were three actual hernia sites. One was on the inferior aspect of the previous mesh repair, on the superior aspect of the mesh repair and then approximately 2 cms more cephalad from the mesh repair.¿ the (B)(6) 2014 operative records continue: ¿these were all opened up and cleared of the hernia sac. The biggest issue was with the mesh. The mesh had quite a large amount of dense adhesions. These were all carefully taken down. There were no serosal issues or serosal violations to the small intestine or to the colon. We then removed some of the subcutaneous fat from the fascia to allow for the mesh to be sewn in . I selected an appropriate sized dual mesh and sutured this to the fascia using 0 prolene sutures. This was all tied down and then the fascia was closed over the mesh with a figure-of-eight vicryl suture.¿ the (B)(6) 2014 operative records state: ¿hemostasis was maintained throughout the entire procedure. We irrigated the abdomen and then I closed the subcutaneous fat with 3-0 vicryl and then placed staples. The sterile dressing was applied as well as an abdominal binder. The patient had an ng tube placed during his surgery. I could not feel that during the surgical intervention as it was too far away from the incision site.¿ product sticker records confirms a gore® dualmesh® plus biomaterial (1dlmcp04/10466339) was used during the procedure. Pathology records dated (B)(6) 2014 regarding a specimen collected (B)(6) 2015 indicate: ¿gross examination: [the patient]; a single container labeled incarcerated hernia contents. This consists of multiple pieces of fibrous and adipose tissue that in aggregate measure approximately ll x 6.5 x 3.5 cm. There is red fibrous and adipose tissue adherent to a piece of mesh. No suspicious lesions are noted and representative portions are submitted in one cassette.¿ the (B)(6) 2014 pathology records state: microscopic examination states: ¿a microscopic examination has been performed on all parts of this case and was used to render the diagnoses.¿ final diagnosis states: ¿hernia contents, excision: - benign fibrous tissue, adipose tissue, and mesh consistent with hernia contents.¿ specimen and source states: ¿incarcerated hernia contents¿. Operative records dated (B)(6) 2014 indicate the patient underwent ¿excision of infected mesh, primary repair of ventral hernia and repair of colonic serosal tear.¿ ¿the patient is a 45 year old gentleman who came into the hospital with a temperature and a white count of 16,000. He had a ventral hernia repair done on 8/4/14 and his follow-up appointment. He complained of some drainage but during his follow-up appointment there was no drainage visible. There was no erythema or edema or drainage. His staples were removed and he been supposedly doing well. He came into the ER last night and was complaining of more drainage and increased abdominal pain. When I examined him this morning his wound was erythematous, edematous and some drainage coming from the superior aspect. His skin actually blistered up. I opened up the wound at the bedside and some serosanguineous drainage was removed so I decided to take him to the operating room for debridement and to wash out the wound and a culture was taken.¿ the (B)(6) 2014 operative records state: ¿he was given pre-operative heparin, scd's were placed. The area was prepped and draped in normal sterile fashion. A surgical pause was initiated and completed. I began with completely opening the incision just with finger dissection. As I did this I noticed that the mesh was very visible. He eviscerated 3/4ths of his fascia and the mesh been lying in this fluid for an unknown period of time . I then realized that the mesh was most likely infected as it was a dual mesh and that I needed to remove it.¿ the (B)(6) 2014 operative records continues: ¿the entire sterile field was broken down. A foley catheter was placed. He was reprepped and redraped. I then began with opening the superior aspect of the wound to be able to get to undenuded, uninflamed tissue. I found the edge of the mesh, removed the suture and started dissecting the mesh out from there. The mesh was slightly adherent to the transverse colon at this site. Using finger dissection I removed the mesh.¿ the (B)(6) 2014 operative records state: ¿however, there was some fibrinous exudates present and a small approximately .4 cm serosal tear was found on the transverse colon. This was repaired using a 3-0 silk suture in an inverted lambert technique and then some of the fibrinous exudate was then tacked back on over the repair. I then continued dissecting out the mesh, removing as many of the prolene sutures in their entirety as I could. However with the inflammatory tissue changes I could not see all of the fascia.¿ the (B)(6) 2014 operative records continues: ¿the mesh was removed . We copiously irrigated the abdomen and I then closed the fascia using #1 pds sutures in a primary repair. The superior aspect as done in a figure-of-eight fashion. The rest of the incision was closed with interrupted sutures. I copiously irrigated the entire wound and we placed quarter strength dakin's soaked kerlix to the wound with a sterile dressing and an abdominal binder.¿ operative records dated (B)(6) 2015 indicate the patient underwent ¿left inguinal hernia repair with mesh¿. ¿the patient is a 46-year-old male who presents with both an incisional hernia and a left inguinal hernia. The incisional hernia is being managed expectantly at this point; however, the left inguinal hernia has become increasingly more symptomatic. The patient now presents for left inguinal hernia repair with mesh.¿ the (B)(6) 2015 operative records state: ¿once the area was clipped, it was noted that the patient a previous left inguinal incision consistent with a likely previous left inguinal hernia repair . The area was prepped and draped in the usual sterile fashion and then a 15 blade knife was used to make an incision through the previous incision and dissection was carried down through the subcutaneous tissue to the level of the external oblique. Some old stitches were visible in the external oblique and this was a recurrent hernia as there was evidence of a previous repair in this area. External oblique was opened and the inguinal canal was entered.¿ the (B)(6) 2015 operative records continue: ¿the anatomy was dissected out and it was noted that the patient a previous left inguinal hernia repair with mesh and hence this was a recurrent left inguinal hernia. Upon examination, this appeared to be previous onlay mesh. However, there was a recurrent indirect hernia at the internal ring. It appeared that the internal ring from the previous mesh repair was too loose and there was an indirect hernia at this anatomic site and this was herniating along with the spermatic cord down to the level of the pubic tubercle. The hernia contained preperitoneal adipose tissue and this was carefully dissected away from the spermatic cord and reduced back into the pre peritoneal space. The hernia sac was dissected away from the cord and reduced as well. Therefore, this was a recurrent left indirect inguinal hernia.¿ the (B)(6) 2015 operative records state: ¿due to a lot of scarring in the inguinal canal the best approach was not placed another ultimately mesh as this would require a lot of dissection of scar tissue and further scarring in the already very scarred groin. Given the fact that this was a distinct hernia at the internal ring and the mesh and the remainder of the anal canal was intact, this was very amenable to a polypropylene mesh plug repair . The adhesions were dissected away from the hernia and then a large mesh plug was soaked in antibiotic irrigation and placed into the defect and sealed the defect nicely. This was sutured to the scar tissue around the defect into the shelving edge of the inguinal ligament. This nicely repaired the defect and the rest of the floor of the canal was intact. Following this local anesthetic was injected. Meticulous hemostasis was noted. Interrupted 3-0 vicryl popoff sutures were used to reapproximate the external oblique as well as scarpa's layer and the deep dermis followed by dermabond to the skin.¿ the (B)(6) 2015 implant record indicates a bard mesh perfix plug ref (B)(4), lot huxe0112 was used during the procedure. Records between (B)(6) 2015 and (B)(6) 2017 were not provided. Operative records dated (B)(6) 2017 indicate the patient underwent ¿exploratory laparotomy with lysis of adhesions.¿ ¿repair of recurrent incisional ventral hernia using 20 x 30 gore synecor mesh.¿ the (B)(6) 2017 operative records state: ¿the patient is a 47 year old white male who has multiple previous abdominal surgeries. Most recently he a ventral hernia repair. Unfortunately the ventral hernia became infected and the mesh ultimately to be removed. He subsequently has been left with a very scarred abdomen with thick fibrous tissue and at least 2-3 recurrent hernias. These hernias are causing him more pain and discomfort. He requested that the repair be performed.¿ the (B)(6) 2017 operative records continue: ¿the patient was taken to the operating room at dearborn county hospital. He pneumatic compression boots placed. A time-out was performed. He received antibiotics preoperatively as well as a foley catheter. General endotracheal anesthesia was induced. He was prepped and draped. At that point a midline incision was made above the umbilicus where a supraumbilical hernia was identified. It was carried down through the skin and subcutaneous tissue. The hernia sac was identified. I was able to open up the hernia sac and the bowel contents were easily reducible. There was a plane underneath the fascia. Therefore I began opening this plane up inferiorly. At that point I noted multiple swiss cheese type hernias with pieces of omentum stuck through these.¿ the (B)(6) 2017 operative records state: ¿in addition he multiple adhesions lateral to the midline incision that were lysed using metzenbaum scissors in an avascular plane. He did have one loop of small intestine stuck in through a hernia which I was able to reduce easily and dissect this free as well. After the adhesions all been removed I then carried the incision down to the lower midline. This area was very thick, fibrotic, and scarred in from his previous surgery. Once this was done, I palpated around. There was a second hernia in the inferior aspect of the incision.¿ the (B)(6) 2017 operative records continue: ¿I used a 20 x 30 piece of mesh (gore synecor) and circumferentially I made stab incisions around the skin and using #2 nylon sutures the mesh was tacked in circumferentially to cover all the incisions back to healthy tissue. Using the tacking device I then tacked other areas to the anterior abdominal wall to help prevent hernias from reoccurring. At that point there appeared to be adequate coverage. I was very careful to make sure there was no bowel or omentum got between the mesh and the anterior abdominal wall. Through a separate stab incision a 10 mm jp drain was placed above the mesh. The attenuated fascia and the scar tissue in the lower abdomen was closed using #1 pds loop sutures. After irrigation been performed, the skin was closed using staples.¿ the record indicates a gore synecor device was used during the procedure (lot number not provided).¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added medical history. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: 07/10/14: highpoint health. (B)(6) . Office note. Hpi: presenting for post-op visit. Complaining of increased erythema and itching at incision site. Does not have fever, or increased pain. Exam: abdomen; incisional hernia midabdomen. Right inguinal incision site has minimal erythema no edema, lines of demarcation where strips were, no spreading erythema. Soft, nontender. Hernia, incisional, right inguinal area at site of steri strips. Ok for surgical repair of incisional hernia next week. 06/02/15: highpoint health. (B)(6) . Office note. Hpi: presents with complaint of abdominal pain. Onset of abdominal pain after falling in his yard. C/o abdominal pressure when he urinates. Ripping type of pain and he is concerned he has pulled out his mesh sutures. No other issues associated. Exam: well healed abdominal scar unable to appreciate any recurrence of hernia. Plans: CT scan of abdomen and pelvis. 09/22/15: the christ hospital physicians-general surgery. (B)(6) . Office note. Cc: hernia. Groin pain: chronic problem. Current episode more than 1 month ago. Problem occurs daily. Gradually worsening. Symptoms include abdominal pain (left groin pain) and nausea. Aggravated by activity. Exam: positive for nausea and abdominal pain (left groin pain). Hernia is present. Hernia confirmed positive in the left inguinal area. Plan: patient is status post abdominal hernia repair with mesh at osh. Possible recurrent hernia. Exam no obvious left inguinal hernia. Abdominal wall hernia, large midline incision and hernia may encompass the entire midline (on CT this is upper portion only but I expect the whole incision may be attenuated but not for sure). Previous mesh repairs and mrsa infection. CT evidence of previous anterior pelvis was hernia repair. The wide neck anterior abdominal wall hernia above the scar, no significant hernia at the site of previous surgery. Left inguinal hernia containing fat. A/p recommend management currently and weight loss. Likely will eventually require open incisional hernia repair with mesh through upper midline and length of incision will be determined intraop. There is previous mesh in place and this may be above the mesh. (B)(6) . 10/05/15: bright family practice. (B)(6) , np. Office note. Hpi: presents for preop exam for left inguinal hernia repair. Has had several hernia repairs both inguinal and umbilical. Also had staph infection after last surgery. Exam: abdominal pain (hernias occasionally give him pain when moving). (B)(6). 10/19/15: bright family practice. (B)(6) , np. Office note. Hpi: previously seen for pre-op hernia repair. Repair went well, still sore but ultimately pain from hernia is gone. History of umbilical hernia that reruptured- dr. Davis operated on it and then got mrsa infection- this occurred in august-wound infection then healed and fell again and has torn again and needs repair. Also seeing bariatric for weight loss. (B)(6) . 10/26/15: the christ hospital physicians- general surgery. (B)(6) , np. Office note. Exam: abdominal tenderness in left lower quadrant. Diagnosis: s/p left inguinal hernia repair. A/p: incision healing well, chanetel present for exam. Gave uc weight loss center as he is looking into lap band to help lose weight to prepare for future abdominal hernia surgery. 06/13/16: bright family practice. (B)(6) , md. Office note. Hpi: presents for follow up from hospital visit. Abdominal pain. Pain is located in the right upper quadrant. Nothing acute on CT scan. Exam: no hernias. Abdomen deformed around umbilicus due to previous scar and secondary healing from staph infection/wound dehiscence. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent open umbilical hernia repair on june (B)(6) 2007 whereby a gore® dualmesh® plus biomaterial was implanted. It was reported the patient was additionally implanted with a gore® dualmesh® plus biomaterial on (B)(6) 2014. The complaint alleges that on (B)(6) and (B)(6) 2014, additional procedures occurred whereby the gore devices were explanted. It was reported the patient alleges the following injuries: mesh removal, additional surgeries, pain, infection, debridement , lysis of adhesions. Additional event specific information was not provided.